Manufacturer narrative:
Investigation included a review of available device delivery data and user report. Investigation of this case revealed no evidence of interrupted insulin delivery and no device malfunction was identified. It was concluded that the event was consistent with hyperglycemia likely related to carbohydrate underestimation, with device function confirmed as normal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 343 mg/dl after a usual meal announcement and suspected higher carbohydrate intake; review of device data indicated the pump continued to deliver insulin as expected and the correction algorithm was anticipated to address the elevated glucose. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention beyond monitoring and no hospitalization.